Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Photos were provided. The first photo was of the used cartridge laying on a blue surface. The view was from the bottom of the company cartridge. Viscoelastic was observed in the cartridge. The tip was split on the top center. The second photo was of a monitor screen. The cartridge was shown in the handpiece. The nozzle appeared cracked along the top, which split as it entered the thinner tip. The lens was protruding through the damaged area. The trailing optic/haptic junction is observed on the right-side of the plunger. The lens appeared to have been loaded posterior surface up instead of anterior. No other determination can be made from the photos. The third photo showed the lens carton endcap (label end). Root cause has not been identified. The manufacturer internal reference number is: 2023-37314

Event description:
A physician reported that, during vitrectomy surgery, at the time of implantation, through an incision, the physician pushed the plunger and the cartridge automatically cracked and it was no longer placed on the patient. The procedure was completed on the same day and there was no patient harm.

Manufacturer narrative:
The used company cartridge was returned without the lens. The nozzle had a crack that starts mid-nozzle (top center). The crack extended into the tip. The tip was split part way. An aneurysm was observed at the end of the tip. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Photos were provided. In one photo, the cartridge was shown in the handpiece. The trailing optic/haptic junction was observed on the right-side of the plunger (should be on the left). A qualified lens model/diopter and handpiece were indicated. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the cartridge may be related to a failure to follow the instructions for use (IFU). One of the provide photos showed the cartridge in the handpiece. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscoelastic device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The returned used company cartridge nozzle had a crack that started mid-nozzle (top center). The tip was split part way with an aneurysm at the end of the tip. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is:(B)(4).